Manufacturer narrative:
The investigation determined the service actions resolved the issue. Cleaning solution from a cleaner bottle located above the ise module caused corrosion within the ise module.

Manufacturer narrative:
The field service engineer cleaned the ise tower, replaced system reagents, and replaced ise tubing. The issue persisted, so the entire ise unit was changed. The issue had not re-occurred since these actions.

Event description:
The initial reporter stated they were having calibration performance issues for the na+ electrode on the cobas integra 400 plus. A hardware driver error also occurred on the instrument. Reagents were changed and maintenance was performed on the instrument. Calibration was re-established and controls were run. After this, patient samples were tested and one had discrepant na results. No incorrect results were reported outside of the laboratory. The sample initially resulted in a na value of 145.4 mmol/l, which repeated as 137.4 mmol/l. The na electrode lot number and expiration date were requested, but not provided.